Event description:
The patient presented to the clinic after receiving an alert. Device interrogation noted the battery voltage past eri. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported premature battery depletion was verified in the laboratory. Based on all available parameter and usage information, the device was found to be below the expected limits. No high current drain sources were found during bench, automated electrical, temperature, and humidity testing. The battery was sent to the vendor for further analysis. An internal battery anomaly was found to cause the premature battery depletion.